Event description:
It was reported that this right ventricular (rv) lead was capped due to non-specific product performance issues and it was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to the following fields: b5: describe event or problem, h6: device codes.

Event description:
It was reported that this right ventricular (rv) lead was capped due to a possible lead fracture, since it presented high pacing impedances, high pacing thresholds and loss of capture. A new lead was implanted. No additional adverse patient effects were reported.